Manufacturer narrative:
The device referenced in the report was discarded after use in the procedure. Therefore, no device will be returned to olympus for investigation. The instruction manual warns users "pre-test the device to verify complete electrical activity and generator setting. Insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the patient suffered excessive bleeding at the uterine arterial site. The bleeding was controlled by sealing the area multiple times with the cutting forceps. No blood products were required. It was reported that the surgeon began the procedure at the fallopian tubes and would seal twice every time before he cut. The device blade was advanced and the tissue spread apart with minimal bleeding at the tip of the device. The bleeding was resolved by sealing again with the cutting forceps. As the procedure progressed to the broad ligaments the tissue was pulled farther apart to create tension, the surgeon would again seal twice and then advance the blade. The bleeding became significant with every single cut, especially at the tip of the device. At this time the generator was set to default settings and effect 3. The intended procedure was completed vaginally with the same device. The patient was discharged home the same day. The device was not inspected or tested prior to the procedure.